Event description:
The customer reported that there could be a delay in acquiring ECG when switching between models in certain conditions.

Event description:
The customer states that one patient sample generated an architect tsh assay result of 0.19 uiu/ml. This same patient had previously been tested at another facility and generated a tsh result of 30 uiu/ml (methodology unknown). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7k62 that has a similar product distributed in the us, list number 6c52. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Catalog#: from 7k62-31 to 7k62-30. No returns were received from the customer site and no testing was carried out as part of this complaint investigation. For this investigation a review of manufacturing and testing documentation showed that the architect tsh reagent lot 72923jn00 passed all the required specifications. Three panels are tested during final product release testing and all specifications were met. No events or issues were found that could impact the performance of this reagent lot. Also, an analysis of the variation in the manufacturing process of this lot demonstrated that it is performing within statistical control and all generated values were within their respective upper and lower specification limits. A review of the complaint history for architect tsh reagent 7k62 and in particular reagent lot 72923jn00 did not reveal any adverse trend for performance related issues associated with this assay. The architect tsh package insert (B)(4) contains the information necessary to address the customer's concern on this issue. The investigation has shown that there is no deficiency related to the performance of architect tsh reagent lot 72923jn00, which is performing within label claims. No deficiency/malfunction related to the performance of the device was identified. This is a final report.